Event description:
A malfunction alarm due to an altitude issue was reported. The customer¿s blood glucose level was affected, displaying as "high," though the exact value was unknown. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without third-party assistance. Technical support advised clearing obstructions and cleaning the pump, which resolved the issue, allowing the pump to resume normal operation. Additionally, the customer received tips to prevent future altitude alarms.